Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now occurred. Data was evaluated and the allegation was confirmed as a failed transmitter. The probable cause could not be determined. The reported event of a replace sensor now alert is reportable based on the finding of a failed transmitter. No injury or medical intervention was reported.